Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the cooler heater generated a low water level alarm in channel a. The device was not changed out for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.